Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2013 the patient underwent a scheduled examination under anesthesia, excision of infected vaginal mesh, (9cm total mesh removed ), posterior repair, and cystourethroscopy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat uterine vaginal prolapse. The patient underwent the concurrent procedures of a transvaginal hysterectomy with bilateral salpingo-oophorectomy and an enterocele/posterior repair during mesh implantation. It was reported that post implantation the patient experienced vaginal bleeding, pelvic pain and mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 11/01/2016.